Event description:
It was reported that the pump failed occlusion at 8.55 (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. During the investigation fluid ingression was found on the downstream sensor, which was the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product was beyond 4 years from manufacture date of 2018-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.